Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The temperature of the tip of the cutting knife increased and adhesive strength between the tip and the electrode weakened since the electric discharge occurred between the knife and the tissue when the user activated high-frequency output, besides the tip fell off when the distal end was subjected to a load during user handling. It was also known that an electric discharge occurred due to the following reasons; the electrosurgical unit was used in the coagulation mode. The high-frequency output was set too high. The contact length between the cutting knife and the tissue was too short. The instruction manual of the device has already warned as follows; when the electrosurgical unit is used in the coagulation mode, deformation or break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. Moreover, if the cutting knife is withdrawn into the outer sheath immediately after the high-frequency output, the cutting knife may be deformed inside the outer sheath and become unable to be protruded from it. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use or the cutting knife cannot be protruded from the outer sheath, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the outer sheath. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using grasping forceps.

Event description:
During an endoscopic submucosal dissection for gaster, the subject device was used. In the procedure, the distal end tip of the device broke off and fell into the patient body. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the distal end tip.